Manufacturer narrative:
The other relevant component includes: product ID: 8780, serial# unknown, implanted: unknown, explanted: unknown, product type: catheter; ubd: unknown , UDI#: unknown. Es: non-healthcare professional (consumer). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare provider via a manufacturing representative regarding a patient receiving 1000 mcg/ml of baclofen at 238.9 mcg/day and 7.5 mg/ml of morphine at 1.7921 mg/day via an implantable pump for intractable spasticity. It was reported the patient had a history of catheter migration. No further complications were reported or anticipated.